Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had the implant replaced today due to a third overdischarge. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-08-21. It was reported the cause of the overdischarge was noncompliance. The issue was resolved with battery replacement. The event date of the overdischarge was unknown. The patient experienced chronic back and leg pain due to loss of therapy related to the overdischarge. The ins was discarded. No further complications were reported/anticipated.